Event description:
Dexcom was made aware on 10/30/2024, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2022, it was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed a skin reaction that consist of blisters and a scar underneath the sensor pod area only. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with over the counter topical aquaphor cream. Multiple attempts to contact the reporter were made, but no answer. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).